Event description:
It was reported that the patient had their previous device removed for high impedances on port ii and decreased therapeutic effect. The new implanted neurostimulator also showed high impedances. The physician interchanged extensions into opposing ports in the ins. High impedances were found again, and the common factor was port ii. The patient status was reported as 'okay' but had symptoms due to decrease in therapy delivered by the ins. Further interrogation of the explanted neurostimulator showed that it was 'programmed to 0-7 electrodes so that no [electrodes] are lit up on port ii.' This was said to have solved the problem. It was also reported that on the explanted device, the poles 7-10 were programmed resulting in the reported high impedances. It was noted that the device was not designed to be programmed to these poles. Therefore, it was concluded that the reported high impedances were due to a programming mistake. The patient was scheduled to see their physician about their current ins, as it is suspected that this may be the issue with the new neurostimulator as well. Additional information had been requested, but was not available as of the date of this report. Reference mfg report # 3007566237-2012-00778 for related event.

Manufacturer narrative:
Extension model 37085-60, serial#(B)(4), implanted: unk, explanted: unk; extension model 37085-60, serial#(B)(4), implanted: unk, explanted: unk; lead model 3387, lot# 30818251k, implanted: unk, explanted: unk; lead model 3387, lot# 30818252k, implanted: unk, explanted: unk. (B)(4).